Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect sars-cov-2 igg and igm results for a (B)(6) year old (B)(6) female patient who underwent a liver transplant 3 years ago and is currently being treated with everolimus and tacrolimus. She has no symptoms. The following data was provided: on (B)(6) 2021: sars-cov-2 igm = 1.44 index (cutoff is 1.00 index). Sars-cov-2 igg = 7.54 index (cutoff is 1.40 index). Sars-cov-2 igg ii quant.= 1.2 au/ml (cutoff is 50.0 au/ml); repeat result = 2.2 au/ml. Rt-pcr method = negative. On (B)(6) 2020: sars-cov-2 igm = 1.80 index (positive). Sars-cov-2 igg = 7.24 index (positive). On (B)(6) 2020: sars-cov-2 igm = 1.41 index (positive). Sars-cov-2 igg = 8.13 index (positive). Rt-pcr method = negative. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). The complaint investigation for falsely positive architect sars-cov-2 igg and architect sars-cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not possible as returns were not available. In-house testing for reagent lots 22606fn00 and 22074fn00 for both clinical specificity and sensitivity were completed using a retained sample of the complaint lot and indicates that the lots are performing acceptably. Device history record review on lots 22606fn00 and 22074fn00 did not show any non-conformances or deviations related to the customers issue. Labeling was reviewed and adequately addresses the issue under review. In this case, the patient is a (B)(6)-year old (B)(6) female who underwent a liver transplant 3 years ago and is currently being treated with everolimus and tacrolimus. The patient was historically asymptomatic for covid and had two negative pcr results. In addition, as the patient has been consistently positive for cov2igm and cov2igg since (B)(6) 2020 which is discrepant with a negative result for cov2iggii this would indicate possible false positive results. However, as no patient sample is available for return further analysis is not possible to confirm this. Per the limitations of the procedure section of both package inserts; heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference, and anomalous values may be observed. Rheumatoid factor (rf) in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Per the limitations of the procedure section of the igm package insert; specimens from patients who underwent hemodialysis may have autoantibodies in circulation that potentially interfere with in vitro immunoassays. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igm, lot 22606fn00 and architect sars-cov-2 igg, lot 22074fn00 were identified. Suspect medical device was updated including the phone number, email, and fax number. All manufacturers was updated including the mfg site email and mfg site fax number.

Manufacturer narrative:
This report is being filed on an international product, list number 06r86-22 that has a similar product distributed in the us, list number 06r86-20. Suspect medical device was updated including the phone number, email, and fax number. All manufacturers was updated including the mfg site email and mfg site fax number.

Manufacturer narrative:
This follow up is submitted to populate with data that had previously been provided. There is no change to the content of the data.